Event description:
A malfunction was reported by a caller regarding the pump, which might have been exposed to steam while showering. The customer¿s blood glucose level was unaffected, as it did not exceed 500 mg/dl. Customer service provided pump reset instructions, assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred.